Event description:
Customer was admitted to hospital for high blood glucose. Nurse called to report that the customer was brought in a short time ago unresponsive and wearing her pump. The nurse said that the pump was alarming no delivery. The pump was completely out of insulin. Instructed nurse on how to remove the cannula and how to clear the alarm, and to keep the pump from further alarming, told her to remove the battery. Asked the nurse to put a note with the pump to call us when customer recovers. No further details.